Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 287 mg/dl and perceived reduced algorithm effectiveness after international travel, with no device alarms and no hospitalization. Symptoms included blurry vision associated with elevated blood glucose. Outcomes included user-reported impact requiring troubleshooting and scheduling of additional training. Investigation included review of device data and guided troubleshooting, with a recommendation for a factory reset and arrangement of training for further education. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the immediate cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.